Event description:
A bipap a40 ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code indicating (the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5) was confirmed in the event log. No repair was performed. The device will be scrapped per the customer's request. Additionally, an error code indicating the device was unable to write to the event log was recorded in the device event log therefore the technician recommended replacing the system board to address the issue. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm.